Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; b7; e1; g3; h2; h10; h11. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Approximately one (1) week post-implantation, the patient experienced a deep vein thrombosis. The patient was prescribed blood thinners and the complication was reported as resolved six (6) months later. During follow-up visits, the patient reported no complications and satisfaction with the implanted joint.

Manufacturer narrative:
(B)(4). D10: medical product: persona cruciate retaining right size 10 pps standard femur: catalog#42508606802, lot#66164854; persona 0° spiked keel right size g osseoti tibia: catalog#42535007902, lot#66215257. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.